Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd maxplus positive pressure connectors had connector leakage issues. The following information was provided by the initial reporter translated from chinese to english: the head nurse of the bone and cartilage reported that there was liquid leakage during the use of the product, but it did not affect outcomes.

Manufacturer narrative:
H6: investigation summary : a mp1000-c china product was not available for investigation; however, the customer indicated the complaint sample is from lot 22016267. The feedback provided by the customer indicates leakage was detected from the maxplus component within 5 minutes of undergoing a doxorubicin infusion. The customer also confirmed the connecting products were a kangjin infusion set and an unknown extension set. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph does confirm the leakage of medication from the connection of the maxplus with an infusion set; however, no obvious damage was visible to either component which may have contributed to the leakage. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22016267 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h10.

Event description:
It was reported that 2 bd maxplus positive pressure connectors had connector leakage issues. The following information was provided by the initial reporter translated from chinese to english : the head nurse of the bone and cartilage reported that there was liquid leakage during the use of the product, but it did not affect outcomes.